Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the correction bolus was not calculating as expected. Reportedly, the issue was resolved by the customer manually entering the bolus amount. Blood glucose level was 224 mg/dl. Review of the customer's pump settings verified that the settings were accurate. The contact requested a review of the pump data logs; however, declined to upload the pump data for a log review to be performed by tandem technical support.